Manufacturer narrative:
Concomitant medical products: dtba1d4 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for supra ventricular tachycardia (svt) due to undersensing by their right atrial (ra) lead. Programming changes were made and a new wavelet template was collected. The ra lead remains in use. No further patient complications have been reported as a result of this event.